Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent in the middle of the needle and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at two locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure. The evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported cut failure was unable to be confirmed, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut before vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.2 and h.11. Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).